Event description:
South korea. Allegedly, the patient was implanted in (B)(6) 2024 and developed capsular contracture baker grade iii in the left implant. Due to the progression of symptoms, the left implant was replaced. (Sn: (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.